Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). No device or photos were received; therefore the condition of the device is unknown. The device history records were reviewed for the humeral stem, humeral stem spacer and polyethylene liner and identified no deviations or anomalies. This device is used for treatment. A complaint history review was conducted for the humeral stem, humeral stem spacer and polyethylene liner and identified no complaints for the same lot with a same or similar issue. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. This report is number 1 of 3 mdrs filed for the same event (reference 1822565-2016-03901 / 03903).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a funny feeling, the stem's possible looseness, and dislocation. During revision surgery, it was noted the stem was well fixed, but a tuberosity repair had come apart.